Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Device evaluation summary: the patient¿s breast prosthesis was submitted with a complaint of capsular contracture. Upon initial inspection, the device appears intact. No other anomalies were discovered. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4) it was reported that a (B)(4) female patient who underwent a primary breast augmentation procedure with a (B)(6) breast implant (B)(6) breast prosthesis developed (B)(6) capsular contracture in her right breast post implantation. As a result, the patient underwent unilateral explantation and replacement with a (B)(6) breast implant (B)(6) breast prosthesis on (B)(6) 2019.

Manufacturer narrative:
On 23-dec-2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).